Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. The exposed rv (right ventricular) defibrillation coil was covered in body tissue/fibrotic growth. The analyst noted that all conductors were removed and no insulation breach was found. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated a r-wave amplitude measurement issue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had decreased sensing values for the last several months. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.